Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the watchman access system (was) along with the watchman delivery system (wds). Blood was on all devices as received. The hub, shaft, and tip were examined. Shaft kinks were found 24cm and 44.5cm from the tip and 4.5cm from the strain relief. The shaft was buckled between 2.5cm and 4.7cm from the tip. The tip was damaged with evidence of damage from the implant anchors and liner delamination. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing was performed by attempting to recapture the implant. Due to the anchor damage on the implant and the damage to the tip of the wds, the implant could not be fully recaptured. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05548. It was reported that a kink and implant recapture difficulty occurred with subsequent puncture in the intra-atrial septum . A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned in the patient and a 27mm watchman® laa closure device was deployed in the laa. The device landed too proximal to the ostium of the anterior chicken wing. The physician attempted a full recapture. The resistance of the device shoulders caused the was to buckle about 1cm proximal to the 33mm radiopaque marker band. The was only able to achieve a partial recapture. The physician attempted to rotate the was to free any device anchors which may have caught on the blue distal tip of the was, but this action still did not achieve a full recapture. Next, the physician tried to withdraw the entire system from the appendage, but the legs were constrained by the pectinate. Further attempts to recaptured the closure device finally caused the legs to be released from the pectinate. The physician pulled the entire system into the left atrium, but the was still could not perform a full recapture and the kink was visible on the sheath. The device anchors still appeared to be caught on the blue tip of the was. The physician pulled the entire system back into the right atrium, leaving a puncture in the intra-atrial septum measuring 5mm, consistent with the 14f was. When the entire system was in the inferior vena cava, the physician attempted a full recapture, but the device did not fully re-sheath inside the was. Instead, the core wire appeared to stretch and the 12f sheath retracted about 4 cm. At this time, the physician unsnapped the 12f delivery system from the 14f sheath. He grasped the proximal components of the delivery system at the y-connector; holding the 14f was firmly, the physician pulled the 12 f delivery system until the 27 mm device was fully recaptured inside the was. The combined systems were removed from the patient through the right femoral vein (rfv) access point. The patient remained in stable condition with appropriate heparinization. A tee sweep revealed no pericardial effusion. A 14f non bsc introducer was inserted into the right femoral vein access point. A non bsc sl0 sheath and dilator were advanced through the original transseptal crossing; then a .035 wire was advanced into the left upper pulmonary vein, for exchange to a new double curve watchman access sheath. A new 27mm watchman® laa closure device was successfully deployed at the ostium of the laa. This device fulfilled the criteria and was released. The patient was in good condition at the end of the procedure.